Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 730am. The patient manages her diabetes with apidra insulin (5-15 units in morning) and lantus insulin (40 units in the morning and 30-40 units in the evening). On the morning of (B)(6) 2012, the patient administered self an increased does of apidra insulin (10 units). After, the patient claims she felt symptoms of shaky, weak, faint (like she was going to pass out) and had trouble walking. The patient took food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the patient alleged the meter does not turn on. Pa replaced the meter's battery and the meter powered on; however, a secondary issue was noted where the meter was found to have segments missing due to a broken lcd cable. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.